Event description:
The customer contacted the olympus technical assistance center (tac), to report the missing grey connector on the oer-pro. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), and troubleshooting was performed. The grey connector became unscrewed and there was a missing a part of the connector. The connecting tube could not be connected to the channel connector in the reprocessing basin. The customer was asked to remove and replace the grey connector unit according to the technical guide. The equipment was repaired and verified according to OEM instructions. The software attributes have been verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. The customer equipment was fully operational. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain the reporter's title, but no response was received from the customer. An olympus field service engineer (fse) was dispatched to the facility. The fse replaced with damaged connector and verified the equipment according to original equipment manufacturer's instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: -accumulated stress over time which caused the connector to get loose -unintentional impact to the connector with something hard. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.